Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 8.6 mmol/l, 27.6 mmol/l, 9.7 mmol/l, and 8.0 mmol/l within 5 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips were discarded.